Event description:
During tur of bladder neck contracture utilizing the reusable electrosurgical bovie cord (rac-b) only a few mins of resecting done when the cord broke and the cord flew towards the physicians face. A sizzling noise was noted and evidence of smoke was noted at working element/rac-b connection site. Physician deactivated bovie to prevent any injury.